Event description:
The facility is reporting blood leaks when using the exltra 190 dialyzers. She stated they are having one dialyzer fail per week going back six weeks. The facility does not do reuse. The leaks are occuring at the beginning of treatment shortly after the patient is hooked up. She stated that a normal flush and prime are done prior. The facility is contributing this to damaged shipping boxes. They have inspected the dialyzers and the dialyzers did not appear to have outward damage. In the past facility has returned some boxes to their purchasing dept for return to baxter. However, the facility is currently short staffed. Also, if the facility has received damaged cases, they may not have enough other cases in stock. The facility has recently started to increase the size of their order. This facility is in the hospital, but only cares for out patient/chronic patients.

Manufacturer narrative:
The facility has stated it will return a sample for evaluation, but none has been received. There are not similar incidents of shipping issues. The issue of blood leak has been studied in technical summary.